Event description:
Procedure: lap nephrectomy. According to the reporter: the renal vein was torn after opening the jaws. Subsequently, white powder was noted on the staple cartridge. This case did not result in significant blood loss, but oozing occurred.

Manufacturer narrative:
.